Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k053529.

Event description:
On (B)(6) 2011, the lay user/ patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter was having an issue with "other message". The complaint was classified based on the customer care advocate (cca) documentation. The cca was advised by the patient that at an unspecified date and time on the last week of (B)(6) 2011, she allegedly obtained a display of "hi" on the subject meter. The patient stated that she manages her diabetes with insulin (unknown type and dosage) and took her usual dose of diabetes medication in response to the alleged issue. In the morning of (B)(6) 2011, the patient claimed to have developed symptoms of "diabetes shock" and in response to the symptoms, immediately called ems, who treated the patient with "IV glucose". The cca was also informed by the patient that she was tested on the ems meter (unknown device) but the result obtained from that device is unknown. At the time of troubleshooting, the cca noted that the patient was using the correct testing procedure as recommended per the owner's booklet and that there was no misuse of the subject meter. Replacement products were sent to the patient. This complaint is being reported because the patient stated that she developed symptoms suggestive of a serious injury and that she received medical treatment after the alleged meter issue. In addition, the reported issue remains unresolved.